Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/setings (history/settings issue) issue. Reportedly, insulin delivery was not saved to the settings, but delivery is confirmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found that the last basal and bolus was delivered four days after the complaint date. All boluses recorded in the bolus history were delivered and reflected in the total daily delivery and the total daily delivery added up correctly and reflected the user¿s basal program. The pump powered up with auditory and vibratory features. Upon powering up, the pump emitted a language file corruption related alarm that could not be cleared. The remaining testing was unable to be completed. The alleged issue of insulin deliveries not being recorded in the history could not be fully investigated and no conclusion can be drawn.